Event description:
The nurse reported a corneal burn occurred. Multiple attempts were made for more information on the event and patient's status with no response to date.

Manufacturer narrative:
The facility continued to use the system with no further problems. The facility did not request service for the system. No samples were received for evaluation corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-31, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 09/25/2009.